Manufacturer narrative:
(B)(4) on an unknown date approximately one year ago, the patient experienced an umbilical hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an umbilical hernia coincident with automated peritoneal dialysis therapy. The hernia occurred after beginning automated peritoneal dialysis therapy. The cause of the umbilical hernia was reported to possibly be due to muscle weakening after the peritoneal dialysis catheter was placed. The umbilical hernia was not worsened with peritoneal dialysis therapy, but was made more pronounced. On the same day this report was received, the patient was hospitalized for the hernia and was scheduled to undergo hernia surgical repair on that day. Dianeal and extraneal therapies were ongoing. After one day of hospitalization, the patient was discharged. The patient was recovering from the event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The device history review did not reveal any manufacturing problems that were related to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.